Event description:
It was reported that during preparation of the xience xpedition stent delivery system, the stent dislodged during removal of the protective sheath and remained on the stylet. No resistance was noted during removal of the protective sheath. The device was not used on the patient. Another of the same size xience xpedition stent was used to complete the case. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other incidents reported for stent dislodgement from this lot. Based on the reviewed information, no product deficiency was identified.